Manufacturer narrative:
(B)(4). Pump passed self test and displacement test. Pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self-test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated that self test was passed. The device will be returned for analysis.